Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 115 mg/dl. Customer was not able to troubleshoot due to insulin pump not having any batteries due to excessive no delivery alarms and insulin pump rewinding itself. Customer reported that insulin pump had not being used for two weeks or more.